Manufacturer narrative:
The customer's complaint that the coolant is leaking from the bottom of the thermogard xp ivtm system (sn (B)(6) was confirmed during the visual inspection. The root cause of the reported complaint was a hole in the tubing connected to the coolant drain coupler. The event log review indicated no errors, and the thermogard system passed the power-on self-test with no errors. The tube-to-drain coupler and the coolant drain coupler were replaced to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the coolant is leaking from the bottom of the thermogard xp ivtm system (sn (B)(6). No information was shared with zoll about the patient's treatment status or whether the system was intended for use on a patient or being tested.